Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): there was no visible damage to the bolus button. The bolus button was found to be responding appopriately to button presses. The bolus button cover was removed and no contact defects were found. Unrelated to the complaint, the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Event description:
The distributor reported that the audio bolus button was unresponsive.